Manufacturer narrative:
Additional suspect medical device components involved in the event brand name: linear 3-6, upn: m365sc2366700, model: sc-2366-70, serial: (B)(6), batch: 70732,25. Brand name: linear 3-6, upn: m365sc2366700, model: sc-2366-70, serial: (B)(6), batch: 7073114. Brand name: linear 3-6, upn: m365sc2366700, model: sc-2366-70, serial: (B)(6), batch: 7073252. Brand name: linear 3-6, upn: m365sc2366700, model: sc-2366-70, serial: (B)(6), batch: 7073216.

Event description:
It was reported that the patient underwent a procedure in which the entire spinal cord stimulation (scs) system was explanted due to loss of efficacy. There were no patient complications reported, and the patient is stable. The explanted devices will not be returned as they were discarded at the hospital.